Manufacturer narrative:
The device history record was reviewed and there were no discrepancies or unusual findings. Manufacturer's reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6)) was explanted due to patient dissatisfaction with the chosen refractive target. A new lal (sn (B)(6)) was implanted as a replacement.